Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.

Event description:
It was reported that the patient was experiencing ineffective stimulation from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient was experiencing ineffective relief from their scs system was reported to abbott. As a result, the patient's scs system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2024-07761. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs system was explanted.